Manufacturer narrative:
.

Event description:
The reporter stated the surgeon inserted and removed an aa4204vl silicone single piece lens during the same surgery due to the lens would not position well in the pt's eye. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated it was a pt related problem and was not lens related. Another different type lens was implanted.